Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The published literature article "acute deterioration of patient with sudden onset of shock caused by group g streptococcus infection after revision total knee arthroplasty: a case report" written by kensuke wada, tomoyuki matsumoto, kemmei ikuta, masanori tsubosaka, naoki nakano, toshihisa maeda, yuichi kuroda, shinya hayashi, and ryosuke kuroda published on april 17, 2023 was reviewed by a clinician for adverse events involving depuy synthes products. Patient is a 61 year old female with history of rheumatoid arthritis that underwent a primary right knee replacement utilizing depuy sigma products. Patient was later revised approximately 10 years later for aseptic loosening. 6 months later, the patient is diagnosed with periprosthetic joint infection and given intravenous antibiotic treatment. The patient is readmitted the next day for septic shock. During this hospital stay, the patient complaints of pain, swelling, and a burning sensation. The patient undergoes an aspiration to confirm the infection. She later undergoes an irrigation and debridement with a liner exchange. During the I&d, a ¿lack of tissue resistance to blunt finger dissection is observed.¿ the patient required mechanical ventilation and intervention within the ICU after the operation to treat the septic shock. During the 8th day of hospitalization, the patient¿s right knee became to swell and burn. 35ml of exudate was aspiration and was positive for further infection. The patient underwent another irrigation and debridement with implant removal and placement of an antibiotic spacer. 1.5 years after placement of the spacer, she underwent another revision to place the final implants with no further complications.

Manufacturer narrative:
Product complaint # (B)(4) d4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.